Event description:
We had a premix zometa that the spike slid out of the port in the bag and was leaking in the bag. The zometa had to be remade. This occurred at the (B)(6) pharmacy. Zometa lot: 24y01353 exp: 12/26 becton dickinson, smartsite secondary site lot: (10)25039058 exp: 3/4/28.